Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for post-lumbar laminectomy syndrome and spinal pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient was havingan MRI. The hcp stated the patient had a head injury. The MRI procedure was not due to a problem with the device or therapy. The hcp mentioned in passing that she read on the pre-operative notes that the pump had been moved in the past due to a painful pocket. They were going to be doing an x-ray to check the pump¿s orientation. The hcp stated she had no additional information regarding the event. No further patient complications were reported.